Manufacturer narrative:
A getinge field service engineer after checking the unit found that, the equipment functioned normally. The customer did not adjust the occlusion setting of the rolling pressure pump pressure pipeline. The customer was informed to use the equipment in the standardized manner.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) has liquid dripping at one end of the suction pump pipeline and unit can not be turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.